Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where during the procedure, following valve release, mild paravalvular leak (pvl) at p3 was observed and subsequently treated with a plug, resulting in trace residual pvl. The patient had a prior tavi in situ and presented with a short, tethered p3 leaflet associated with a deep papillary muscle head. Difficulty was encountered during the initial leaflet capture on the first turn, requiring troubleshooting. During the third turn loading, the system required repositioning back to the first turn. At deployment, the dock marker band was positioned at level 3, with a dock depth of approximately 10 mm. Repositioning of the dock implant was considered; however, the team elected to proceed with valve deployment. As the device was not repositioned, the team also opted not to abort the procedure. It was noted that the anterior mitral curtain (amc) and pvl guard may not have fully reached the mitral curtain following valve deployment. Post-deployment, mild pvl at p3 was observed and successfully reduced to trace following placement of a plug. Per medical opinion, the likely root cause of the event was attributed to the combination of a very short p3 leaflet and a dock height of approximately 10 mm.

Manufacturer narrative:
Phone number unable to be added in e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.